Event description:
The pt was on an IV pca with mso4 at 2mg/hr and 1mg for 15 minutes. The pump was set for 1mg/ml concentration and a 5mg/ml concentration syringe was placed in pump without reprogramming the concentration setting. (The pump automatically defaults to a 1mg/ml setting). The patient received 10mg/hr for approximately 8 hours. Upon return from x-ray the patient was cyanotic and unarousable. 2 hours prior to this the patient was awake and following commands. The patient was intubated, bp and pulse were maintained throughout the incident. The patient was transferred to sicu. The patient was arousable after being given narcan and able to follow commands. Cxr- right lung aspiration no EKG changes. Initial abg 6.90/120/79/23, pulse ox 85%. Pt had one month stay in ICU, unable to wean from ventilator. Pt had right lung aspiration leading to prolonged ventilation assist. Discovered 8 hrs after occurrence when pt was unarousable. The pt was able to be weaned from the ventilator in 7/95, and did recover.